Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. On an unreported date, the patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with unknown intraperitoneal and intravenous antibiotics for the peritonitis event. On an unknown date during the hospitalization, the patient¿s pd catheter was removed and the patient was placed on temporary hemodialysis (hd) therapy. The patient was recovered from the peritonitis event at the time of this report and had completed antibiotic treatment. Hd therapy was ongoing at the time of this report. No additional information is available.